Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative (rep) regarding a patient who was receiving morphine, 5mg/ml concentration at 3.75 mg/day dose via intrathecal drug delivery pump for unknown indication of use. It was reported that patient thought she heard pump alarm starting (B)(6). Patient was admitted to hospital (B)(6) for pneumonia. Upon discharge on (B)(6), the hcp heard pump alarming. They sent patient to pain clinic to read pump logs and found pump motor stall occurred. Any environmental/external/patient factors that may have led or contributed to the issue were not applicable. Logs were read, confirmed multiple motor stalls and recoveries since (B)(6). Pump was replaced on (B)(6). At the time of this report, the issue had resolved and patient status was alive- no injury. No further complications were reported.